Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, an error c-34 was reflected on the integrated electrosurgical generator unit (iesu/erbe) when the monopolar instrument was used, the bipolar is functioning properly. The technical support engineer (tse) viewed the system logs and noted various errors 25913 combined with many c-34 and one m-36 erbe error code. The tse asked the customer what happens when the erbe is power cycled and the customer stated that the issue persisted. The tse informed that the erbe needs to be replaced and asked if the customer had a cable to connect an external iesu to the xi, however it was unavailable. The tse advised the customer to use an external iesu. The customer switched to an external iesu and continued the procedure. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information on 08-june-2022: the procedure was successfully completed using an external generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi has requested the iesu involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed various errors 25913 combined with many c-34 and one m-36 erbe error code related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date 31-may-2022 on system sk0719. This complaint is reportable malfunction event due to the following conclusion: the integrated electrosurgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external iesu. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrical surgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The iesu unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.